Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they received no blood pressure alarm message at the information center ix for one bed, bed 8. No patient harm was reported.

Manufacturer narrative:
Other text : the customer cancelled the case because he was unable to confirm from the clinical staff whether an actual device problem occurred or not